Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: cervical, thoracic, and lumbar fusion surgery was performed on (B)(6) 2021. After the operation on the (B)(6) 2021, the patient complained of lower limb paralysis and underwent an MRI. A hematoma was found in the thoracic vertebra, and the patient underwent reoperation on the (B)(6) 2021. After the reoperation, the paralysis dissipated, but the patient still has complained of numbness. Hospitalization was prolonged by 1 week from schedule. Per the surgeon, the causal relationship between the event and whether it was a hematoma caused by the surgicel powder is unknown. Since hematomas may occur even if powder is not used, the causal relationship with powder cannot be determined. However, there is a possibility because the recognition of washing was lax, and it was closed without washing. The surgicel powder was used all the time during the surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cervical, thoracic, and lumbar fusion procedure on (B)(6) 2021 and absorbable hemostat was used. Following the event, a lump of absorbable hemostat appeared on the postoperative MRI. Subsequently, on the (B)(6) 2021, the patient complained of leg paralysis, and underwent a reoperation. Upon opening, hardened absorbable hemostat was observed, pressing on the nerves, which was found to be the cause. After the reoperation there were no additional events related to the patient¿s condition as of (B)(6) 2021. The surgeon¿s approach was to place the absorbable hemostat and close as it is and believed it to be ok. However, the surgeon believes that the wash may not have been performed properly.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/19/2021. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? No further information is available. 2. What were the diagnosis and indication for the index surgical procedure? Cervical, thoracic, and lumbar fusion surgery. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. No further information is available. 4. Was there any intraoperative concurrent use of other products? No further information is available. 5. What is the lot number? No further information is available. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? No further information is available. 7. Where was the surgicel used (on what tissue)? No further information is available. 8. How much surgicel was used during the procedure? No further information is available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.